Event description:
It was reported that there was a capsular tear while inserting the intraocular lens (iol) into the patient's left eye. In addition it was stated that there was a vitreous leak and a vitrectomy was performed. It was stated that the lens was implanted and explanted on (B)(6) 2015 and that the product was discarded at the facility. No further information was provided.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). A review of the manufacturing records was performed. The intraocular lens manufacturing process records were evaluated and the lenses were manufactured within specifications. There were no associated deviation or non-conformity reports found in the manufacturing record review that were related to the customer's report. The lenses were released according to specification and in compliance with the product intended use as required. The device manufacturing procedures were performed as required. The lens met specification prior to release. A review of the directions for use (dfu) was completed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. All pertinent information available to abbott medical optics has been submitted.